Event description:
Caller reported a cartridge alarm 20 had occurred. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on blood glucose level. Caller successfully loaded a cartridge and resumed insulin therapy, resolving the issue. Cts to replace pump. Customer will use a backup pump for insulin delivery.